Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was near elective replacement time (ert) and was being replaced. The previous day, in clinic testing noted erratic noise on the atrial and right ventricular (rv) channels which had been over sensed resulting in pacing inhibition. Additionally, there were clinic notes that this patient had experienced a syncopal event and was sent to the emergency room for evaluation approximately two months ago. A boston scientific technical services consultant reviewed the clinic data and stated the noise resembled telemetry noise. The caller stated they had good position, the patient was still and the programmer was plugged into a power strip on cart per normal procedure. The consultant discussed a possible combination of factors that probably resulted in the telemetry noise. Today, at the replacement procedure, testing was not able to reproduce any noise, the arrhythmia logbook had no stored episodes and testing with the pacing system analyzer (psa) confirmed appropriate lead function. Visual inspection of the leads was unremarkable for any lead integrity issues and the header was found to be visually unremarkable. No additional adverse patient effects were reported.